Manufacturer narrative:
The mfg history records for this lot were reviewed and no non-conformities noted. Examination revealed dents on cutting edges of the inner and outer drill. The unit was tested for proper function and performed properly for ten test holes. The reported failure could not be repeated.

Event description:
Informant indicated the device clutch did not work. Surgeon stopped craniotome before any injury occurred.